Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR# 2134265-2011-01994. It was reported that post a stenting treatment procedure in-stent restenosis occurred. A taxus express2 stent was successfully implanted in the right coronary artery (rca). Three years later the patient presented with in-stent restenosis. A 3.50x12mm nc quantum apex balloon catheter was advanced to the lesion and was inflated several times. On the last inflation the balloon was inflated above the rated burst pressure at 24atms and the balloon ruptured. It was noted that when the rupture occurred, the balloon tore; however, the device was able to be successfully removed from the patient and no part of the balloon was left inside the patient. The in-stent restenosis was successfully treated by implanting a 4.0x32mm taxus liberte stent. The procedure was completed with no additional patient complications reported and the patient's current condition is fine.